Manufacturer narrative:
Investigation description: complaint was confirmed and duplicated. Alert 38 was annunciated after attempts to complete a dry leadscrew run, which were unsuccessful. The device was opened for further investigation; however, no abnormalities were observed. The cause for the alert 38 could not be determined.

Event description:
It was reported that the ilet displayed repeated ¿unable to proceed¿ alerts during rewind and dry runs, culminating in alert 38 indicating consecutive stalled motor, after which the user transitioned to backup subcutaneous insulin and received a replacement ilet; the user utilizes a steel 6 mm infusion set and an fsl3+ cgm, and setup education was completed. Symptoms included hyperglycemia, with a reported blood glucose of 249 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.